Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose also insulin pump was not working. The customer¿s blood glucose level was 500 mg/dl. Customer stated other blood glucose value was 373 mg/dl. Customer stated insulin pump had button error. Customer was performed displacement test and self test and it was passed. Troubleshooting was performed. The insulin pump will not be returned for analysis.